Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was reported.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was unable communicate with the scs ipg and external devices. A company representative confirmed the ipg was unable to communicate with external device and found it to be inoperable. The patient had failed to charge their ipg for several months causing the ipg battery to deplete. As a result the patient may be awaiting surgical intervention at a later date .